Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a phone call, the drive support cap on the insulin pump looks like it is sticking out a little on one side but is not really sure. Customer declined troubleshooting for the drive support cap issues. Customer declined the replacement device and is not retuning the device for analysis.